Event description:
It was reported that after the pt received partial breast brachytherapy using the contura mlb device, pt presented with symptomatic necrosis leading to skin and fat necrosis two months later. Pt underwent radical wide excision breast biopsy and fasciocutaneous flap two months later, four months after the completion of the brachytherapy.

Manufacturer narrative:
The lot number of the device is unk. Therefore, a device history record review could not be performed. The investigation for this event is underway.